Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow through a clearlink continu-flo solution set. The reporter stated that the primary bag was lowered with two hangers. Iron sucrose was being infused using a baxter secondary set. During infusion, iron sucrose was visible in the primary line, including through and above the back check valve. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.